Manufacturer narrative:
Batch record was assessed and as per contents no nc occurred during the manufacturing process. No nc is identified which might explain the complaint. Patient accident, out of scope of reasonably foreseeable misuse.

Event description:
Device description: the i.b.s®-c compression osteosynthesis screws are intended for the fixation of arthrodesis, osteotomies or fractures of long or short bones of the upper and lower limbs. The size of the chosen screw should be adapted to the specific indications. Event description: on (B)(6) 2024, conmed customer service received an email from a patient reporting a serious incident involving an implanted orthopedic screw. The patient underwent surgery in (B)(6) 2023 during which six ibs 2.5-c compression screws (diameter 2.5 mm, length 22 mm, t7) were implanted in the toes. On (B)(6) 2024, the patient experienced an event while getting into bed, during which the middle toe became caught in a rug. This resulted in the bending of one of the implanted screws and a damage of the toe. The patient underwent a revision surgery to remove the bent screw and replace it with alternative hardware. The email included a photo of the affected toe and the bent screw. Note: this reportable event is part of a remedition resulting from a 483 letter.